Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, a b30 scope communication error was discovered during the inspection. Based on the results of the investigation, a root cause for the reported noise could not be determined as the issue was not reproduced. In regards to the b30 error, it is likely the issue occurred due to a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed image noise. The event occurred during setup/inspection for use. There was no patient involvement.